Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) has been confirmed. Upon investigation the monitor failed to fire a pulse. The cause for the failure was isolated to defective t3 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. There were no adverse events associated with the monitor malfunction.